Manufacturer narrative:
(B)(4). Results: incomplete firing cycle, uncut washer ¿ blemished the analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented and there were no staples present, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted sigmoidectomy procedure, while creating the anastomosis the rnfa fired the device. To remove, the rnfa had been instructed to turn ½ and then rotate to the right and then the left however the device was stuck. There was difficulty removing and there was stool everywhere. The rnfa then put one, two, and then three fingers into the patient around the device in an attempt to loosen it. They were able to loosen the device and get it removed. Once removed, they cleaned the area and no staples were seen. The surgeon then decided to re-create the anastomosis. They re-sewed the contour and re-inserted the second device. The surgeon fired it, a huge crunch was heard and everything was fine. After they completed the anastomosis, the surgeon decided to do a loop ileostomy. A drain was placed as precaution; it is not a part of the surgeon¿s normal routine. The surgeon had to take another part further distal and part of the rectum; therefore the procedure ended up being a low anterior resection. The case was lengthen by two hours. The patient was stable upon completion of the procedure.